Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: discoloration and wear abrasion were noted at the thinner surface of the shell. No leakage of the device was noted. The hole of the diaphragm valve was reported to be clear with no blockage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Additionally, patient representative reported deflation, pain, and rippling sensation. Device has been explanted and replaced.